Event description:
Customer reported that the insulin pump may not be delivering the correct amount of insulin. Customer reported experiencing high blood glucose levels for several weeks leading up to the call. Blood glucose level was 269 mg/dl at the time of the call. Customer declined completion of high blood glucose troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor passed per specification with accurate readings.